Event description:
A medical assistant called to report a malfunctioning button and an alleged inaccurate high result on a surestep meter. A blood glucose reading obtained from the meter was 356 mg/dl compared to 284 mg/dl laboratory reading obtained 15 minutes later. The rptr stated, upon further contact, that the meter "was working fine." No allegations of harm have been made.